Event description:
Olympus was made aware during an onsite in-service at the customer¿s site with an endoscopy support specialist (ess), it was noted that the scope was not being properly reprocessed. The ess reported that the customer was currently not performing the aspiration and flushing of the endoscope channels during the manual cleaning of the scope. However, the customer was performing the leakage testing and brushing of the endoscope channels and openings prior to placing the endoscope into the customer¿s automatic endoscope reprocessing (aer) for high level disinfection. There was no patient infection or patient involvement reported.

Manufacturer narrative:
The event date is (B)(6) 2021, when the improper reprocessing was noted. As part of our investigation, while onsite the ess performed an in-service utilizing a gastroscope and discussed the correct reprocessing steps which included: precleaning, manual cleaning, aspiration using the suction cleaning adapter, flushing using the injection tubing, channel plug, auxiliary water tube and a 30cc syringe. The ess stated questions were answered throughout the in-service. In addition, the facility¿s staff was emailed the attendance and completed on track as well as the needed parts with model numbers to perform the missing steps. The subject device was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with IFU. This issue is addressed in the instructions for use (IFU): "·IFU (reprocessing manual) warns on insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU (reprocessing manual) warns on insufficient reprocessing of the channels as follows: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. IFU (reprocessing manual) states on cleaning method in ¿chapter 3 cleaning, disinfection and sterilization procedures. " olympus will continue to monitor the field performance of this device.